Event description:
Patient presented for replacement surgery and pre-op interrogation showed high impedance. Full system replacement was performed. The explanted suspect product was received but analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem; f10. Adverse event problem; 6. Adverse event problem codes ;corrected information; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
Lead product analysis was completed and approved. During the visual analysis of the first portion, the ring coil was found to be broken. In addition, during the visual analysis of the second portion, the ring coil was found to broken prior to the electrode. The fracture mechanisms could not be ascertained due to pitting, metal dissolution and /or mechanical distortion (smoothed surfaces). Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations and abraded openings on outer and inner tubes, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified abraded tube openings and the cut ends of the returned lead portions. Note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.